Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. The patient was scheduled to undergo bilateral removal and replacement on (B)(6) 2022 for unspecified reason. After the left-sided device was removed and replaced with a 535cc mentor memorygel breast implant prosthesis (catalog #: 3505535bc, left serial #: (B)(4)) successfully, the right-sided device was found to be ruptured. However, the patient experienced sudden cardiac arrest and was transported to a hospital. The right-sided device was not replaced on (B)(6) 2022. On (B)(6) 2022, the patient underwent removal and replacement with a 535cc mentor memorygel breast implant prosthesis (right catalog #: 3505535bc, right serial #: (B)(4)) for the right side at the same time as a pacemaker. After the revision surgeries, the patient was fully recovered. Based on available information, it is unlikely that the cardiac arrest was caused by the reported breast implant. It is most likely that the cardiac arrest was caused by anesthesia procedure. Multiple attempts were made to obtain further clarification regarding the reason for the revision surgery. However, no response has been received. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 4-apr-2022, mentor received additional information regarding the patient¿s information and reason for the revision surgery. Initially, the patient dob was reported as (B)(6) 1982. However, additional information indicated that the patient dob is (B)(6) 1982. The relevant field has been updated. Additional information revealed that the patient underwent the revision surgery since the patient requested the bilateral implant exchange. Updated reason for device explant and/or reoperation: the patient requested the bilateral implant exchange. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).